Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(4).

Event description:
The event involved a 11" (28 cm) smallbore quadfuse ext set w/4 microclave® clear, 0.2 micron filter, 4 clamps, luer lock where the customer reported that the filter was leaking. There was unknown patient involvement but no harm or adverse was reported.

Manufacturer narrative:
No mc330530 product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.